Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented their system controller with a large amount of green fluid behind the emergency backup battery (ebb) cover. A direct root cause could not be determined. No technical issues occurred. The controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid discoloring noted under the backup battery was confirmed via the evaluation of the returned system controller. Signs of fluid ingress were observed in the backup battery seating and on the ribbon cable. The controller was disassembled, and additional fluid ingress was observed throughout the controller¿s internal components. Fluid ingress residue was mostly observed on the main printed circuit board (pcb). Despite the observed fluid ingress, the controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The downloaded event log file contained approximately 1 hour of relevant data on 12aug2025. The data in the log file did not indicate any issues with the system controller maintaining pump operation. The pump maintained a speed within the low speed limit without issue while the driveline was connected. No notable alarms were observed. The provided information stated that the cause of the fluid ingress could not be determined. There were no technical issues. A root cause for the reported event cannot be conclusively determined through this analysis. The device history record for the system controller (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and its power cables. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (IFU: doc #arten100173604, rev. B) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. The heartmate 3 patient handbook and the heartmate 3 instructions for use (doc #arten100173604, rev. B) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.